Event description:
It was reported via the customer that during surgery, the bur broke. It was also reported that there was a surgical delay of 1 minute. It was further reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.